Manufacturer narrative:
With regard to this complaint, all used instruments that are a part of the fluid path and the log files (including surgical settings) of the eva system were requested by d.o.r.c.. Only the log files were provided by the customer. Analysis of the log files did not reveal any error code relating to issues that could cause an eye to collapse. In fact, the log files did not show any abnormalities in the functioning of the machine. In addition, the air/infusion pressure test and the vacuum of the vitrectomy port test were performed (according to the d.o.r.c.'s test reports) by our technical application engineer at the site. Results of these tests were within specifications and no functional anomalies were found. The investigation findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
Two incidences on the same machine whereby the patients eye was collapsed. The infusion indicated 30-40 mmhg but eye collapsed. They frantically raised the pressure to 60-70 mmhg but no luck. One patient had a choroidal injury. Ms. Ivanova has a video of the incident.

Manufacturer narrative:
Log files log the eva system were received by dorc. Investigation will be initiated as soon as possible.

Event description:
Two incidences on the same machine whereby the patients eye was collapsed. The infusion indicated 30-40 mmhg but eye collapsed. They frantically raised the pressure to 60-70 mmhg but no luck. One patient had a choroidal injury. (B)(6) has a video of the incident.